Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, when the right atrial lead was connected to the pacing system analyzer, p waves could be measured. The patient's rate was found to be in the low 30s. Upon connecting the lead to the pulse generator, initially p waves were observed and then there was no sensing of atrial activity. The lead was connected to the device and remained implanted. No further information was available.